Manufacturer narrative:
The device was returned for evaluation. Visual and functional testing were performed. The device was undamaged. The reported problem was not duplicated and all functional tests were passed. Volume delivery was operating at factory specifications. No problem was found. Root cause could not be determined. A device history record (DHR) review indicated no previous service histories and that a DHR is not relevant to the investigation due to the age of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the volume values were out of specifications. There was no patient involvement.